Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a renal vessel. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon could not be inflated and leaking of contrast was noticed due to a pinhole on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.